Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The patient was scheduled to come in for programming changes, but the appointment was cancelled. Further information was not available.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing.